Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis with a high blood glucose level of 500 mg/dl. The customer stated that they called 911 because they had felt like they were going to pass out. The customer was assisted with assisted with trouble shooting and found air bubbles in the reservoir compartment. The customer was assisted with pushing the air bubbles out. The customer's insulin pump works as designed. The customer was shipped a new infusion set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.